Event description:
Per the audiologist, the pt reported pain around the receiver/stimulator site. Neither antibiotics nor analgesics alleviated the problem. The patient's device was explanted in 2008. Reimplantation is not planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.